Event description:
It was reported that during an ipg pocket revision procedure on (B)(6) 2026 for ipg site pain and ipg migration, the right tail of the lead was cut by the physician. Therapy was restored. As a result, surgical intervention may be undertaken to address the lead issue at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.